Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on (B)(6) 2016, bloodwork was performed on the patient and resulted in an uti. The consumer also stated the results were "untruth"; it is unknown what this statement meant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.